Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6) . Device not returned to zimmer biomet for evaluation. Device location not known. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device location unknown.

Event description:
It was reported by the hospital that a patient underwent an initial hip replacement procedure. Subsequently, a revision procedure was performed due to unknown reasons.